Event description:
It was reported that the patient had always complained of discomfort due to the pacemaker. After years of complaining, it was decided to remove the entire system. On the day of explant, fluoroscopy was done and the right ventricular (rv) lead was seen to be completely severed. The proximal end of the lead was extracted but the distal end of the lead could not be retrieved and remains implanted. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo and had a cosmetic depression. The outer insulation of the lead was ruptured and developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual inspection found all conductors¿ ends fractured and insulations were breached within 5cm of the connector sleeve. Fractured in-vivo confirmed with destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).